Manufacturer narrative:
Conclusions: according to the received information the recipient underwent a revision surgery because of the displacement of the implant from its original position, which could have been caused by the particular shape of the recipient's temporal bone. Furthermore, this dislocation resulted in a migration of the electrode array out of cochlea; reportedly six channels were found outside of cochlea at the time of explantation. In addition, during device investigation, damage to the active electrode as might be caused by external mechanical forces was found. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Affected channels were found during a routine fitting session. There is no report of an accident or trauma. Behavioural audiometric test did not show any problems and also the parents did not report any noticeable change in hearing. However, the stimulator housing appeared rotated of 90_ compared to the standard position; according to the parents this was the position since implantation. Revision surgery took place on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were found during a routine fitting session. There is no report of an accident or trauma. Behavioral audiometric test did not show any problems and also the parents did not report any noticeable change in hearing. On the (B)(6) 2019 a CT exam was performed to evaluate the array position. Images of the CT scan showed that the electrode array migrated out of the cochlea, only 4 channels left in the cochlea. In addition it was noticed that stimulator housing is rotated in respect to the standard position but according to the parents the stimulator position is the same since surgery.